Event description:
The pt had a mr exam. He was scanned with the sense body coil which was positioned at the upper legs. Sometime after the examination, a 2nd to 3rd degree burn that was approximately 2 cm was found on the inside of both calves. No separating material was used between the legs and the calves which means these body parts had been in contact during the exam.

Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.